Manufacturer narrative:
(B)(4). There was no reported device malfunction and the device was not returned for evaluation; therefore, a failure analysis of the device was not performed. A review of the lot history record identified no manufacturing nonconformities from the reported lot. The investigation was unable to determine a definitive cause for this incident. Perforation is listed in the xience xpedition instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that the 100% stenosed, proximal to distal left circumflex coronary artery (lcx) was prepared with balloon predilatation and a cutting balloon. After two xience xpedition stents, sizes 3.5x28 and 4.0x38, were implanted in the lcx, a coronary perforation was noted on the distal edge of the 4.0x38 stent. A 3.5x16 graftmaster was implanted to successfully seal the coronary perforation. There was no adverse patient sequela. No additional information was provided.